Manufacturer narrative:
The uf medwatch report was rec'd from FDA. The user facility did not report this event to the MFR. Please note that this MFR medwatch report is being submitted as a response to the uf report. There is no current info that would indicate that there is a potential for serious injury due to a kink in the sheath during insertion. The involved device has been returned for eval, which limits the failure investigation. Retention samples from the reported lot, the previous lot and the subsequent lot were evaluated. Inspection and testing of these retention samples confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, there is no indication that there was any relation to a defect or malfunction of the device. All available info has been placed on file in quality assurance for tracking, trending, and follow up.